Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports of receiving no delivery alarms and was able to clear by changing batteries. Customer also states that insulin pump was cracked at reservoir compartment. Customer declined troubleshooting for no delivery as issue was resolved. Customer was advised that insulin pump would need to be replaced due to physical damage. Customer's blood glucose was between 120 mg/dl and 130 mg/dl. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.